Event description:
Reporter alleged obtaining a blood glucose result of 85 mg/dl when testing was performed on the compact plus system and shortly afterwards passed out. Reporter stated, he was experiencing hypoglycemic symptoms before passing out, however, before he was able to react, passed out. Reporter indicated being treated with glucose paste by a relative and the paramedics were called. It was stated the reporter did not go to the hospital; however, it was not provided whether any other actions were taken or treatment received. No more information was provided or could be obtained despite unsuccessful attempts made by the manufacturer to contact the reporter. A request was made for the return of the suspect device and replacement product was sent.